Manufacturer narrative:
Batch review performed on 13 april 2018: lot 144461: (B)(4) items manufactured and released on 29 august 2014. Expiration date: 2019-06-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed on 18.april.2018 by washing and packaging manager: from the visual inspection it was concluded that the issue evidently occurred due to forces experienced during transportation. This was indicated to be correlated to the combination of the packaging configuration applied and the shorter length stems as they allow more degrees of freedom for movement within the package. During the visual inspection also the photos attached were considered.

Event description:
When the stem was opened it was noticed that the hard plastic was damaged. The external box was intact. The surgeon used a secondary stem to complete the surgery. There was no delay in the case. The surgery was completed successfully.